Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the circumflex artery. Pre-dilatation was performed with a 4.0x33mm nc balloon. The 4.0x33mm rx xience alpine stent delivery system (sds) was advanced to the target lesion with difficulty due to the anatomy. During inflation to 8 atmospheres, it was noted the balloon was leaking. The sds was removed with the stent still on the balloon and the procedure completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the stent delivery system (sds) encountered resistance while advancing through a moderately calcified lesion with 90% stenosis, resulting in the reported difficult to advance. Additionally, this interaction with the anatomy likely contributed to the reported balloon material rupture. The investigation determined that the reported issue appears to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design, or labeling.